Manufacturer narrative:
The insulin pump was received with error alarm during self-test and lost sensor alarm due to faulty connector on radio frequency board. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump alarmed. The customer stated she inserted a sensor and later she received lost sensor. The customer's blood glucose ranged between 155mg/dl-200mg/dl. The customer stated she got in a car accident and it was her fault. The alarm history showed another alarm before the lost sensor alarm. Assisted customer in performing self-test, she received a low battery during test. The insulin pump continued alarming. The customer was advised to discontinue the use of the insulin pump and revert to back up plan.